Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection, a (B)(6) year old child moved and the bd micro-fine¿ pen needle broke off into the child¿s abdomen. The child was taken to the hospital for imaging and the needle was removed via surgery. The patient has been discharged and no other medical interventions are suspected to be needed.

Manufacturer narrative:
Investigation summary:a sample was received for evaluation. The sample was evaluated and bd ws able to confirm the customer's indicated failure.DHR of lot 7123163 was reviewed with no abnormalities found.retained samples were checked and all cannulas met the quality requirement. Manufacturing performs a 100% vision inspection on the cannula and did not have any quality issues according to the DHR review.investigation conclusion:bd was able to confirm the indicated failure mode. There is no evidence to confirm a manufacturing related issue.